Event description:
A customer contacted beckman coulter inc. (Bci) regarding a d-dimer result of 0 that was generated by the unicel dxc 600i synchron access clinical system. The low d-dimer result of 0 was questioned and not reported outside of the laboratory. There was no affect to patient with regard to this event.

Manufacturer narrative:
The sample was drawn and processed according to laboratory procedure. Upon examination of the sample after the sample was first processed, it was discovered that there were multiple bubbles at the top of the sample. Bci labeling instructs customers to ensure there are no bubbles in the sample before processing. In the customer's laboratory, d-dimer is run using the unicel dxc 600i synchron access clinical system and a udr reagent. The udr reagent has not been validated by bci. Prior to the event, d-dimer qc results were within the lab's established ranges. At the time of the event, there were no other chemistry errors or instrument errors. No other patient samples or results were affected. It cannot be determined if the error was caused by poor sample integrity and/or failure of the sample probe level sense mechanism.